Event description:
Per the clinic, the patient experienced an mrsa infection at implant site (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device and for a surgical procedure to clean the site. The patient was also treated with oral antibiotics post-operatively (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.